Manufacturer narrative:
The customer returned the suspected product for evaluation. An in-house testing was performed using the returned contour next meter with the returned contour next control solution (8bv2g22) and in-house contour next test strips, which gave satisfactory performance. All readings were properly marked as control in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer ran control tests on her contour next meter and obtained readings of 137 mg/dl, 138 mg/dl and 138 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.